Event description:
This is the first of two reports for the same malfunction in one office. Dealer reported that 2 clamps broke on the same day at an office. Spoke to the dentist. He said that the clamps broke within the same week in sep(B)(6) he said both clamps were fairly new. He does not remember which days or the specific patient. He said that they were just placing the clamp onto the teeth when they broke. He said there were no injuries.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." Narrative for conclusion: the directions for use warns against misuse, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." The dentist said that on one was injured during the incidence. Conclusion: this complaint is not confirmed due to user misuse. Overextension of the clamp caused permanent deformation and subsequently breakage of the clamp. Due to the aforementioned fact that this was customer missue, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.